Event description:
In 2000, an angio seal device was deployed in the pt's right groin. Subsequently, the pt complained of right lower quadrant (rlq) pain and vomited 200cc bile. The pt's vital signs were stable, the dorsal pulse was palpable, no bleeding was noted in the right groin and the abdomen was firm and painful to the touch. The systolic blood pressure dropped to the 70's and dopamine and fluids were administered. A CT of the abdomen was performed. Two units of platelets were given to reverse reopro along with two units of red blood cells; the hgb was stable at 11.6. A palpable, mild hematoma was present and the rlq was tender. The pt was transferred to ccu with a retroperitoneal bleed. The pt was reported to be in stable condition.